Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
The customer reported that the lisfranc plate has broken after implantation. The device was implanted on (B)(6) 2016. The patient was non weight bearing for 6 weeks after being implanted. In late (B)(6) 2016 patient complained of pain over top of left foot keeping her awake at night. Steroid injection given to help relieve pain on that visit. (B)(6) 2017 patient said that the pain was no better and steroid injection did not help. X rays requested and 1 broken screw was visible and noted. Patient will have the screw and plate removed on (B)(6) and during procedure 2nd broken screw was discovered. All screws and plates removed in procedure. Dale halford-consultant podiatric surgeon stated that the compression hole in the plate was not used in the original procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the lisfranc plate has broken after implantation. The device was implanted on (B)(6) 2016. The patient was non weight bearing for 6 weeks after being implanted. In (B)(6) 2016 patient complained of pain over top of left foot keeping her awake at night. Steroid injection given to help relieve pain on that visit. On (B)(6) 2017 patient said that the pain was no better and steroid injection did not help. X rays requested and 1 broken screw was visible and noted. Patient will have the screw and plate removed on (B)(6) and during procedure 2nd broken screw was discovered. All screws and plates removed in procedure. (B)(6) -consultant podiatric surgeon stated that the compression hole in the plate was not used in the original procedure.